Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a bipap device's sound abatement foam became degraded and caused shortness of breath and asthma. The patient did not report receiving any medical intervention. The reported event and its severity were reviewed by the manufacturer's clinical expert. The patient makes no allegation of any specific device malfunction relevant to the harm reported. Hence, the event is assessed as not related to the device in this case. After the second attempt to have the device and components returned for evaluation, the customer hangs up the call without listening to anything. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report. Section d2, g4 has been corrected / updated in this report.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused shortness of breath and asthma. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.